Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. ¿ the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e227 (scope communication error) occurs.) And b31(scope communication err) occurs.) A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for error b27 and b31, we suspect that this is caused by stress from use, external factors, or handling that has damaged the image sensor unit (such as broken wires) or caused a failure in the mounted components on the circuit board (such as ic chips or capacitors). ¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image was not transferred/displayed on the subject device. The event occurred during installation. There were no reports of patient harm.